Event description:
Philips received a complaint by the customer on the v60 indicating that one of the thumbwheels is stripped. It was reported there was no patient involvement at the time the issue was discovered. It was reported that one of the thumbwheels was stripped. The remote service engineer (rse) provided the customer with the part numbers for the thumbwheels and central processing unit (cpu) cover tray. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 07nov2024, 14nov2024, and 21nov2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.